Manufacturer narrative:
Pc-(B)(4).examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial tray at the cement to implant interface. Cement manufacturer used was depuy. Femur was well fixed. Doi: (B)(6) 2014; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation found poly wear on (B)(6) 2018, not on 4/17/2018.